Event description:
The customer reported that the battery does not charge. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date rcvd by MFR: 05/11/2016. Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).